Event description:
Corrected information: hemostasis was achieved with manual arterial compression.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B5: description of event : d9, h3: the device was initially reported as returning for analysis but has now been reported as not returning. H6: health effect impact code 2199 removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in an unspecified artery was attempted with proglide devices using the pre-close technique prior to a abdominal and iliac aortic aneurysm interventional procedure. Reportedly, three devices were "defective". The method in which hemostasis was achieved was not specified. There was no adverse patient sequela. No additional information was provided.